Event description:
It was reported that during a full supply change assisted by video call, the ilet user inadvertently detached the infusion set from the needle component while uncoiling the tubing, after which the agent guided a complete supply change and insulin delivery was resumed without issue. There were no reported symptoms or changes in blood glucose. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed an infusion set handling error consistent with an incorrectly deployed infusion set, with the infusion site identified as teflon from lot number 6013528. It was concluded, based on previously established findings for similar reports, that the cause was user handling during setup leading to an installation error.